Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not de-activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation on the hot jaw was observed to be discolored at the base of the hot jaw. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and did not shut off when the toggle was released. The pre-cautery test was repeated 10 times with the same results. An engineers evaluation was conducted. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. The toggle switch was manipulated with the harvesting handle opened, with the same results. The engineer noticed when he took apart the contents of the toggle switch, a very small piece of metal was observed where the toggle switch interacts, but it is undeterminable where the metal piece came from as the toggle switch contents were removed. Based upon the engineers evaluation, the root case of the reported confirmed failure is undeterminable as the reported failure occurred during the use of the device and the procedural review is unavailable. Based on the returned condition of the device, the evaluation results, the reported failure "device remains activated" was confirmed, as well as confirmed for the analyzed failure "material twisted/bent". Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventive (CAPA) system.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not de-activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.